Event description:
The customer reported that their device was showing a service indicator and the device would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a failure of an inductor, designator l1 from the analog pcb assembly. It was observed that the inductor's positive voltage was resistively open and also the inductor's positive line was resistively shorted to the inductor's ground line.the customer received a replacement device.